Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's father to uninstall both the g5 application and share2 application, re-log into g5 application and re-pair the transmitter and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/09/2016. The customer complaint was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing test was performed and the test did not pass. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.